Event description:
Livanova deutschland has received a report that, during priming, the 3t heater cooler triggers the fault current circuit breakers (fi) and displays the error message overtemperature (e28) after disconnecting the compressor motor. Devices was taken out of service. There wa no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred ingermany. Livanova opened an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: livanova field service representative on site inspected the unit and confirmed that cooling coil and therefore the compressor unit were damaged. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported. The reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.